Event description:
Person from facility was ready to deploy stent, she felt resistaner in going up a balloon so facility attempted one more time to inflate. Then physician attempted to pull stent back but was only able to bring back to guiding catheter. Then physician pulled stent & guide out leaving wire in place. Then stent was unable to be removed from sheath. So facility had to retieve with a snare.